Event description:
Related manufacturer reference number: 2017865-2021-38221 related manufacturer reference number: 2017865-2021-39661 it was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition post-procedure.

Event description:
Related manufacturer reference number: 2017865-2021-38221. It was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition post-procedure.